Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential root cause could be: sensor wire too weak, thermistor chip too weak, handling damaged. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. When endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. Do not wet the lead wire and the junction with extension cable. This device is compatible only with monitors requiring ysi 400-series type temperature probes."

Event description:
It was reported that the temperature did not rise at all even after the placement, and the display was only made around 19 degrees. Additionally the different part of the body temperature was measured and the surgery was performed. The body temperature and bladder temperature were quite different.